Manufacturer narrative:
Concomitant medical product: tdf010u ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from the right ventricular (rv) lead. The patient had concerns of inappropriate shocks in the future and requested the implantable cardioverter defibrillator (ICD) system be removed due to the concern of another inappropriate shock. The rv lead was capped. No further patient complications have been reported as a result of this event.